Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector) was confirmed due to bent pins in the trunk cable connector, preventing the belt from plugging into the monitor. The belt was unable to pass detect and treat testing. The root cause for the bent pin was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had bent pins or damaged e-belt connector.